Event description:
It was reported during a surgical procedure the instrument (avs navigator trial) shaft broke at the tip; the broken tip added about 20 minute to surgical procedure to remove shaft tip to complete the surgical procedure.

Manufacturer narrative:
Method: device history review; results: without the returned product and the identified lot number, a likely root cause could not be determined for the reported event. Conclusion: without the returned product, a likely root cause could not be determined for the reported event. If the product becomes available, this investigation will be further evaluated.

Event description:
It was reported during a surgical procedure the instrument (avs navigator trial) shaft broke at the tip; the broken tip added about 20 minute to surgical procedure to remove shaft tip to complete the surgical procedure.